Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: before taking a bg measurement for calibration, wash your hands, make sure your bg test strips have been stored properly and are not expired, and make sure that your bg meter is properly coded (if required).

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Customer attributed possible cause to food consumption. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check, however, the customer declined to remove and inspect current infusion set and tubing. Additionally, the customer reported using expired test strips. Customer declined further troubleshooting. Customer was instructed to consult with their healthcare provider.